Event description:
Revision surgery was performed because patient complained pain. The cause of pain is neck length discrepancy. The surgeon of the revision surgery thinks that this case is technical error of the surgeon of implantation. (Stem position is deeper than normal and stem sinking has not occurred).

Manufacturer narrative:
(B)(4)